Manufacturer narrative:
(B)(4). A third party service agent has evaluated the device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was initially reported that the customer's device was showing its charge-pak icon. After an evaluation of the device by the third party service agent, it was observed that the internal hlc batteries in the device had been depleted. In this state, the device would likely not have sufficient power to deliver adequate defibrillation therapy to a patient, if needed. There was no patient use associated with the reported issue.

Manufacturer narrative:
The third party service agent has evaluated the device and verified the reported issue. The customer was advised to replace the device due to the age and no service being available. The device was not made available for physio-control. The cause of the reported issue could not be determined.